Manufacturer narrative:
Section a: patient initials and date of birth were inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed major bleeding in internal hemorrhoids. The patient was transfused less than four units of red blood cells. The patient had a history of lesions in the organ site of bleeding that could potentiate the bleeding episode. The bleeding was not thought to be device related.